Manufacturer narrative:
Occupation - administrator/supervisor. The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred. The customer removed the iab and replaced it with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional event site contact information: (B)(6). Complaint record ID #: (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred. The console displayed the failure, however, the console did not generate an audible alarm. The customer removed the iab and replaced it with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.